Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 70% to 5% in one day. The customer's blood glucose (bg) level was 40 (mg/dl). The customer drank milk to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.